Manufacturer narrative:
Device not returned.

Event description:
It was reported that during the course of a total knee replacement, the ortholock ex-pin 3x110 broke during insertion into the patient's tibia. The physician used a drill to remove the broken fragment from the bone, which is the recommended removal process. The other fragment was removed from the site by hand. This was the first time use of the pin. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.